Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo catheter with the guide wire loaded in the shaft of the device. The device was hydrated during lab analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection of the device found no damage or defect with the device. After hydrating the inner shaft of the renegade, the guide wire moved freely though the device, without resistance.

Event description:
It was reported that the micro catheter was fractured. The target lesion was located in the hepatic artery. A renegade hi-flo kit was selected for use. Upon preparation, the guidewire was stuck into the microcatheter when installed. Subsequently, the micro catheter was noted to be fractured. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the micro catheter was fractured. The target lesion was located in the hepatic artery. A renegade hi-flo kit was selected for use. Upon preparation, the guidewire was stuck into the microcatheter when installed. Subsequently, the micro catheter was noted to be fractured. The procedure was completed with another of the same device. No complications reported and patient was stable.